Event description:
This info was obtained by gore via peer reviewed literature, specifically h.r. Tromp, s. Vercauteren, a. Nevelsteen "aortoduodenal fistula six weeks after evar for abdominal aortic aneurysm: a case report" acta chir beig, 2009, 109, 544-547. This pt was implanted with the gore excluder aaa endoprosthesis in 2006 to treat an asymptomatic infrarenal aortic aneurysm. The article describes the implant as successful and without complications, no endoleaks were identified. At the pt's one month follow-up, the physician observed what appeared to be a type iii endoleak in the aneurysm sac. Additionally the aortic wall showed irregularities and the presence of a mass in front of the aneurysm causing a displacement of the duodenum and a thickening of the posterior duodenum wall. Device infection was suspected. Three days later, the mass between the aorta and the duodenum had enlarged, and a decision was made to explant the device. During the explant procedure, the large inflammatory mass was inadvertently opened, revealing a fistula from the duodenum to the aneurysm. Upon opening the aneurysm sac the device was observed to be intact, and not in contact with the fistula. A type ii endoleak was observed from two lumbar arteries, the possible source of the previously identified endoleak. The device was removed easily, and the pt's aorta was surgically repaired. Bacteriologic studies of the aortic material showed enterobacter cloacae which was treated with antibiotics. The pt was discharged with no complications documented from the postoperative course. As documented in the article, inspection of the device during the operation showed no kinking, no migration and no rupture of the device material. The physician's hypothesis is that "the pt already had a primary aortoduodenal fistula 'in statu nascendi' when the aneurysm was diagnosed and that this fistula progressed despite endovascular exclusion of the aneurysm." The pt is reported to be in good health.

Manufacturer narrative:
Method code - lot serial numbers have been requested, but not provided therefore, a review of the mfg records could not be conducted.